Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the steerable guide catheter leak. It was reported that on (B)(6) 2017, three clips were implanted reducing mr to a grade of 1. At a follow up appointment on (B)(6) 2019, echocardiogram was performed showing mr increased to a grade of 3. All three clips were noted to be stable on the leaflets and increased mr was due to disease progression. On (B)(6) 2019, a second mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. After the dilator was removed from the steerable guide catheter (sgc), air was observed in the sgc chamber. Aspiration was performed, but air continued to enter the chamber. A leak in the hemostatic valve was assumed. It was noted that no air entered the anatomy. The sgc was replaced and one clip was implanted reducing mr to a grade of 1. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The returned device analysis did not confirm the reported leak issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.